Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Customer informed the manufacturer, that they could use us994 filters in place until they receive additional information on the status of the materials with the problem. The lot/batch/serial number of the device was unknown, therefore a batch history review cannot be performed. The device has not been returned for evaluation; therefore investigation results are not available. If new information becomes available, a supplemental report will be sent.

Event description:
It was reported that the customer is experiencing multiple brown spots on the filter and believe the sterilizer units are contaminated. No patient injury. There was delay in surgery. At the time of this report, the customer was cancelling elective cases. The or was down for 2 days. An unknown number of surgeries were rescheduled or cancelled.

Manufacturer narrative:
Investigation: root cause (primary)-chemical indicator ink has a viscosity which is too high for manufacturing equipment. High viscosity ink becomes stuck to applicators, resulting in splatter throughout the process. Root cause (secondary): lack of a means for accurate measurement of ink viscosity. Additionally, the current manufacturing process lacks specifications for ink viscosity. Immediate corrections: minimum daily cleaning and/or changing of doctor blade of press utilized for filter manufacture. Increase in quality control sampling of filters to no less than every 30 minutes of manufacture along with enhanced training and visibility of this issue to operators trained in filter manufacture. A CAPA has been initiated. Investigation of the makeup of the splatter indicates that the splatter is the same ink as the chemical indicator ink, due to the visible confirmation of ink color transition post-sterilization, and is not a contaminant nor a deficiency which affects the functionality of the product. A chemical analysis is being performed to provide additional confirmation of this conclusion.